Event description:
It was reported that the ventilator had insufficient ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs indicates that a leakage had occurred. Appropriate alarms have been generated. The root cause of the reported event has not been determined but was most likely due to leakage.

Event description:
Manufacturer's ref #: (B)(4).